Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture sustained in a fall. Also as a result of that fall, the acetabular shell shifted. Surgeon revised the entire construct to a restoration modular stem construct, biolox ceramic head, mdm/ adm liner construct, and a trident ii shell with 3 screws. Patient's bone quality was reported as soft/ poor. Rep reported that x-rays, medical records, and additional information are not available.